Event description:
In 1999, with siltex low bleed gel mammary implants now desires to be larger. In 2008, pt underwent bil implant removal and aug with mentor mod, and gel implants 500cc. Old implants were removed intact.